Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right ventricular (rv) lead presented to the hospital with complaint of dizziness. The patient was reported to be pacemaker dependent. Further evaluation noted the patient had a heart rate of 34 beats per minute (bpm) upon standing up and a presenting electrogram (egm) noted rv loss of capture (loc). Review of stored device memory noted intermittent loc with threshold measurements being 2.1 volts and the automatic capture (ac) feature was programmed to 2.5 volts. Additionally, a non-sustained ventricular tachycardia (nsvt) episode was observed with questionable capture in addition to pacemaker mediated tachycardia (pmt) episodes that were determined to be sinus tachycardia. Boston scientific technical services (ts) discussed troubleshooting options. Further review was unable to reproduce loc. Outputs were increased and the patient was given a magnet to trigger a stored electrogram (egm). No adverse patient effects were reported. This product remains in service.